Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 180 units of insulin. Reportedly, the customer loaded a new cartridge to resolve the issue. It was also reported that the pump touch screen was intermittently unresponsive. The customer's blood glucose ranged from 205 mg/dl to 253 mg/dl. Reportedly, customer was able to resume insulin delivery and continued to use the pump for insulin therapy.